Event description:
Reporter alleged obtaining an undosed result of lo (less than 10 mg/dl) on the compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On february 19, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ping has a power issue (unit powers off during use). The pt was unable to provide info in regards to his diabetes treatment after the product issue began. Reportedly, one hour after the power issue began, the pt had "higher blood sugars symptoms." The pt did not receive any treatment that would suggest the pt had acute complication of diabetes. During troubleshooting, the customer care advocate noted that there was no product misused, the battery did not need to be replaced based on the info the pt provided. This complaint is being reported due to the alleged power issue. However, there is no evidence that the pt suffered a serious injury due to the product issue. Given the short time between the onset of the alleged issue and the reported symptoms, the pt likely felt symptomatic prior to or when the issue began. Therefore, the meter did not contribute to the pt's symptoms. Replacement products were sent to the pt.